Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. Programming changes were made. The patient was in stable condition.